Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found damage to the embedded serialize master (esm) vio integrated electro surgical generator unit (iesu) connection cables that connect the ems to the iesu. Fse replaced the esm. System tested and verified as ready to use. Isi received the esm involved with this complaint and completed the device evaluation. Failure analysis found the neutral cable had damage. This event is being reported due to the following conclusion: during a da vinci-assisted radical with lymphadenectomy prostatectomy procedure, the customer reported bipolar energy was not working. As a result, the surgeon elected to convert the procedure to an open surgery.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure that the bipolar energy was not working. The staff tried two different bipolar instrument cords before calling. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the staff to cycle the erbe generator power. The surgeon converted to an open procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.